Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for intractable spasticity indications for use. It was reported that they were getting a service code 338 every time they use the controller. The patient stated that the issue started probably about 3-4 months ago. The agent walked the patient through closing all running applications and restarting the handset. The patient attempted to connect the two devices and stated that it was taking so long to connect. The agent than walked the patient through clearing patient data storage and the patient was able to connect fast once this was done. During the call, the patient saw 353 and closed all applications again and was able to connect again. The patient then tried to connect to the pump and was able to successfully connect. The patient will monitor and call back if issue persists. The troubleshooting steps that were taken on the call resolved the issue.